Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone jaws broke/melted, but did not fall in patient. Ceased heating effectively. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25153369 lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to factory for evaluation on 11/23/2020. An investigation was conducted on 12/1/2020 and concluded on 12/11/2020. Signs of clinical use and heavy amounts of char and tissue particulates. The silicone insulation on the hot jaw was observed to be peeled back and detached from the hot jaw, exposing the metal portion of the hot jaw. The detached silicone was not returned for evaluation. The silicone insulation on both the cold and hot jaws showed signs of thermal decomposition. The heater wire was observed to be bent and twisted with detached from the tip. Based on the returned condition of the device, the reported failure "peeled" as well as "melted" was confirmed. The analyzed failures "material twisted/bent wire" and "thermal decomposition of device" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone jaws broke/melted, but did not fall in patient. Ceased heating effectively. A replacement device was used to complete the procedure. The hospital did not report any patient effects.